Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to stent a lesion in the carotid artery with no tortuosity and no calcification. During the procedure the introducer sheath was replaced and on advancing the new 7f non-abbott introducer sheath, resistance was felt with the high- torque supra core guide wire. Additional resistance with the guide wire was felt with advancing the unspecified catheter. The coils at the distal radiopaque marker on the guide wire were noted to be broken. The guide wire was removed from the patient's anatomy in one piece and the procedure was successfully completed with another unspecified device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported break was able to be confirmed. The reported difficult to position was unable to be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that manipulation when removing the introducer sheath and/or when advancing the new 7f non-abbott introducer sheath resulted in the reported/noted damages (break/coil separation, misaligned/unraveled coils) thus resulting in the reported difficulty to position the 7f non-abbott introducer sheath and the unspecified catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.